Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was overheating while it was being charged. Contact suspected that due to the hot pump, the insulin in the cartridge may have degraded. There was no reported impact to blood glucose. As the contact did not have the pump at the time of the report, tandem technical support (cts) was unable to perform a pump system check. Although multiple attempts were made by cts to obtain additional information, customer did not reply.